Event description:
Additional information noted the programming changes were made on (B)(4) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission with intermittent ventricular undersensing on the implantable cardioverter defibrillator. Programming changes were discussed.